Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. The pre-use check failure was solved by replacing both pressure transducer printed circuit boards (pcbs), inspiratory channel and the tube. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The received device logs confirmed the reported pressure transducer test failed during pre-use check at date of the event. The pressure transducer pcbs were returned for further investigation. Visual inspection of the returned part revealed no abnormalities. All the parts were first separately placed into a reference ventilator for simulated use testing, where they passed multiple pucs. After this, the returned part was placed in the test ventilator, and the device passed several pucs. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pucs were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite root cause cannot be established at this moment.

Event description:
Manufacturer's ref.#: (B)(4).